Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that a cartridge alarm occurred during the load sequence multiple times. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose was 122 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.